Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The field service engineer (fse) took apart the front panel of the v200 ventilator and noticed that both the front panel and flex circuit cable were damaged and should be replaced. After replacing the new parts plus a new rotary encoder knob (missing) ran an est and the unit continued to fail extended self-test (est), led indicator failure. The fse then replaced both the digital pcb and mmi pcb. Also during the installation of the front panel of the v200 ventilator noticed that a couple pins on the transition pcb were damaged. The fse replaced the transition pcb. The fse replaced the sensor pcb and the exhalation sensor. With the new sensor pcb and exhalation sensor installed inside the v200 ran an est on the ventilator and the unit passed est without any issues. This customer returned mmi board was tested and no failures were identified. This customer returned v200 gui assembly was tested and no failures were identified. The customer returned sensor board was tested and no failures were identified. The customer returned exhalation flow sensor was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failed extended self-testing (est) and had an light emitting diode (led) indicator failure. The unit was not in clinical use at the time, no patient user involvement.